Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (s/n (B)(4)) found the connector pins on the cable assembly were broken. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported they were travelling and forgot the parts of their charger to charge the implantable neurostimulator (ins), and the ins wouldn't charge. It was further reported the connector pin cord was wobbly and loose and the connector broke. No out of box failure was reported. The last time the ins was charged was (B)(6) 2016. The last time stimulation was felt was a week ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.